Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR report numbers: 1221359-2022-02885.

Event description:
The customer reported three false positive results with the ID now covid-19 assay on various dates. This report is three (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed in (B)(6) 2021. Confirmation pcr testing was performed using an unknown brand which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d4, g3, g6, h2 and h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161636 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m161636, test base part number 190-430 / lot m161636. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161636 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the patient data in the logfiles for the dates and times provided were deleted prior to export.